Manufacturer narrative:
Method: device history record review, medical review results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Per medical review - reportedly, trailing haptic was stuck in the cartridge and subsequently was torn off requiring intraoperative lens removal/exchange. Incision was not enlarged and no other tissue damage was reported. Another lens of same model and diopter was successfully implanted. According to the report by a nurse, dated on (B)(6) 2015, the event occurred due to a user error (by surgical technician) during loading. The same report stated that there was no injury to the patient. Claim #(B)(4).

Manufacturer narrative:
Diopter: 13.50. Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®) (B)(4). Method: lens work order search. Results: a lens work order search revealed no similar complaint within the work order. Visual inspection of the returned product found the lens optic torn in half. One loop haptic and piece of optic is torn off and missing. The lens was returned dry. There was evidence of dry clear surgical residue on optic surface. Conclusion: based on the complaint history, work order search and the evaluation of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4).

Event description:
The reporter indicated the surgeon implanted a aq2015a 13.5 diopter silicone three piece lens into the patient's right eye. As the lens was being inserted into the eye, the back haptic was caught in cartridge and tore off. The lens was removed with no patient injury. No enlarged incision and no sutures were required. Backup lens, same model and diopter size was implanted. Cause of this incident was loading error.